Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 7, 2018 that a flexiva 550 laser fiber was opened for use in a rirs procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, the laser fiber was found defective and broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
Investigation results: one flexiva 550 laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken into two pieces. The first piece measured approximately 54 cm from the top of the connector to the break. The second piece measured approximately 226.5 cm from the break. The distal tip was broken and measured approximately 1 mm. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 550 laser fiber was opened for use in a rirs procedure performed on (B)(6) 2018. According to the complainant, during unpacking and outside the patient, the laser fiber was found defective and broken. The procedure was completed with a different device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.